Manufacturer narrative:
The evaluation/investigation confirmed that the jaws of the grasping forceps are broken apart and that its shaft is strongly deformed. The cause of this damage is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the jaws of the grasping forceps broke apart and the fragments fell inside the patient. However, all of them were retrieved. No further information was provided but there was no report about an adverse event or patient injury.